Event description:
Reporter indicated that patient presented for routine office visit and high lead impedance was obtained on both system and normal mode diagnostic tests, indicating a possible lead malfunction. Reporter subsequently indicated patient would be sent for surgical consultation. Good faith attempts to obtain further information have been made.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.